Event description:
Lactated ringers IV was started on pt in preparation for outpatient surgery. After starting IV, the nurse noticed a black particle in the tubing. The tubing was pinched off so that the particle could not reach the patient. The bag was discontinued. Several large black particles were found in another area of the tubing. No particles were identified in the lactated ringers bag. The pt did not suffer any adverse effects.